Manufacturer narrative:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) will not power on anymore. They have tried swapping out the power supply, but the issue persists. There is no indication of power going through the display. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) will not power on anymore. They have tried swapping out the power supply, but the issue persists. There is no indication of power going through the display. No patient harm was reported.